Manufacturer narrative:
The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, diagnostic testing, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "aspiration." Patient later reported findings of lymphoma. No testing results were provided. The device remains implanted.